Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The sensing vector was set to the alternate sensing vector at the time of the shocks. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was buffing the floor by hand at the time of one of the shocks. Also, there has been an increase in the shock impedance with the latest reading at 100 ohms. Technical services discussed the stored electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.